Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. Insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
Customer's mother reported a black blob on the screen of her son's insulin pump. The son's blood glucose was unknown. The mother believed the insulin pump got bumped while her son was playing soccer. The mother believed the insulin pump was functioning although she could not read the screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.